Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on (B)(6) 2024, (B)(6) 2024. It was reported by the patient that 5 infusion set fell off within 24 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.